Manufacturer narrative:
(B)(4). Results: endoleak. Under sized stent graft was implanted. Conclusion: endoleak. Under sized stent graft was implanted.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that during a routine follow-up a proximal type I endoleak was noted. The endoleak was due implant of an undersized bifurcated stent graft (MRI was used for measurement at the time of implant). A 28 mm diameter endurant cuff was implanted proximal to the bifurcated stent graft and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.